Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
The staple did not fire all the staples resulting in an incomplete line causing the surgeon having to oversew the anastomosis resulting in an extended surgical time.

Manufacturer narrative:
(B)(4). Date sent: 03/09/2020. Additional information was requested, and the following was obtained: please clarify how long was the delay? Could you please clarify if there were any patient consequences? It took him about 15 mins to over sew and then air test the anastomosis again. No patient consequences.